Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated calcium result generated on an architect c16000 processing module for one patient. (B)(6) initial result = 14.3 mg/dl, repeat result = 9.4 mg/dl. Hil = normal, no clot was found in the sample. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated calcium result generated on an architect c16000 processing module for one patient. (B)(6) initial result = 14.3 mg/dl, repeat result = 9.4 mg/dl. Hil = normal, no clot was found in the sample. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer and performed troubleshooting. Service determined the cc cuv dry tip (09d51-02) and the nozzle pairs 1,4,5, waste & di (rohs) (2-89269-01) the likely causes of the issue. The cc cuv dry tip was replaced and the nozzle pairs 1,4,5, waste & di (rohs) was cleaned, resolving the issue. A review of the instrument service history revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the product monitoring review for alinity c/clinical chemistry found no systemic issues or trends for the issue associated with this ticket. The rate of erratic results for the c16000 is below the upper control limit. A review of historical data associated with the cc cuv dry tip and nozzle pairs 1,4,5, waste & di (rohs) did not identify any trends, nonconformances, or potential nonconformances. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect c16000, c1601865, was identified.